Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 - lot# is being updated to unknown. Additional information received indicated previously reported lots belong to a separate event that has already been reported. Lot# d22; corresponding medwatch - 0001032347-2023-00146; lot# h22; corresponding medwatch - 0001032347-2023-00147. D9 - device availability has been changed to no as product location is unknown. The returned device previously reported was discovered to belong to a separate event that has already been reported. Lot# d22; corresponding medwatch - 0001032347-2023-00146; lot# h22; corresponding medwatch - 0001032347-2023-00147. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location for this event is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Lot# - both lot#s were reported, but it was unconfirmed which lot# was involved in the event. Therefore, the lot# is either d22 or h22. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while extracting a tooth, the tip of the device fractured off. No adverse consequences have been reported for this event. Attempts have been made and no further information has been provided.